Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified iliac vein. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during second inflation at below rated burst pressure for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.